Manufacturer narrative:
Citation: aiman alassar article title: incidence and mechanisms of cerebral ischemia after transcatheter aortic valve implantation compared with surgical aortic valve replacement journal title; the annals of thoracic surgery 2015, 99(3):802-8: 10.1016/j.athoracsur.2014.09.054 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding to determine potential mechanisms of neurologic injury after transcatheter aortic valve implantation (tavi) and aortic valve replacement (avr). All data were collected from a single center between (B)(6) 2011 and (B)(6) 2013. The study population included 127 patients, 81 of which were implanted with medtronic corevalve (serial numbers not provided). No specific patient demographics were reported. Among all patients adverse events included: stroke, permanent pacemaker implant, mild paravalvular leak (pvl), atrial fibrillation (afib), bleeding. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.